Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 3 ml syringe w/ bd interlink¿ blunt plastic cannula scale marking was missing. The following information was provided by the initial reporter: material no.: 303346, batch no.: unknown. It was reported that the scale marking was incorrect missing the start of 1 scale marking. Per email: she stated that catalog 303346 had incorrect scale markings. It is missing the start of 1 scale marking on it.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that 3 ml syringe w/ bd interlink¿ blunt plastic cannula scale marking was missing. The following information was provided by the initial reporter: material no.: 303346 batch no.: unknown it was reported that the scale marking was incorrect missing the start of 1 scale marking. Per email: she stated that catalog 303346 had incorrect scale markings. It is missing the start of 1 scale marking on it.